Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues, and no indication that any da vinci products contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the mentioned patient in this literature article died from multisystem organ failure following a robotic procedure. Although they developed multisystem organ failure in the setting of multiple postoperative thrombotic events of unclear etiology, the specific reason they developed this complication and the events that led to these problems and the death are not provided. No allegation against any intuitive surgical product or instrument is made in the article. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Sections a2 patient age, and a3 patient gender: no specific patient demographics were provided. The study median patient age was 70 (65-74 years), and the gender ratio female (39) to male (28). Section d3 event date: due to the lack of specific information regarding the event date associated with the adverse event, the article published date was used. Citation: browne, ikennah l., patel, yogita s., hanna, nader. M., haider, eshan, hanna, wael c. 3d virtual lung reconstruction in robotic segmentectomy ¿ a safety and feasibility trial. Jtcvs techniques. 2025;29:150-60. Https://doi.org/10.1016/j.xjtc.2024.10.024.

Event description:
A literature article described a single site, prospective study from december 2022 to april 2024 for the safety and feasibility of 3-dimensional (3d) virtual lung reconstruction in robotic segmentectomy. The study focused on the rate of conversion from segmentectomy to lobectomy when preoperative planning is performed with 3d reconstruction in patients with stage I non¿small cell lung cancer less than 3 cm. High-resolution CT scan of the chest with contrast in the pulmonary artery phase before the operation was utilized for the 3d modeling. The da vinci xi system was used with the firefly fluorescence imaging camera as a nif light source and with indocyanine green dye. Of the 67 patients that met the study criteria, the article noted one mortality that was secondary to multiorgan failure in the setting of multiple postoperative thrombotic events of unclear etiology. No additional details were included. There was no indication of any da vinci system issues in the article. Additional information was requested from the designated author contact; no response was received.